Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash from the lifevest. It was reported that the rash was large, raised and under the rear therapy electrode pads. The area was described as open and oozing clear fluid. The patient's cardiologist gave the patient benadryl cream for the irritation. During a follow up, the patient reported receiving a 10-day antibiotic for her skin from her pcp as well as a steroid cream. It was reported that the skin irritation had improved after using the prescription and cream.